Event description:
Voluntary medwatch received on august 12, 2010. It was reported that a patient complained of unrelieved pain throughout the day. (Pca) patient controlled analgesia checked and noted syringe not infusing when patient pressed button. The problem was resolved after changing the pump and tubing. Once keep vein open (kvo) fluids decreased from 30 milliter/hour to 15 milliliter/hour the syringe began to resume infusion with activation.

Manufacturer narrative:
The device is not available to baxter for evaluation. No additional information could be provided from the customer.